Manufacturer narrative:
No pt info provided for pt 2 and 3.

Event description:
Caller states during a correlation study the following coaguchek xs/lab results were obtained: patient 1: 4.4 inr/3.2 inr, patient 2: 3.8 inr/2.7 inr, patient 3: 5.6 inr/4.0 inr, 5.8 inr/4.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return. Replacement was sent.